Manufacturer narrative:
The country of origin is (B)(6). Occupation is lay user/patient. The customer¿s strips (>10 strips) were returned for investigation and were measured on reference meters with a high level control sample: specified target range 2.6-3.2 inr. Qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using the hemosil readiplastin il method. The meter result was 1.7 inr and the laboratory result was 2.4 inr. All comparison results were obtained within 3 hours. The patient's therapeutic range is 2.0-3.0 inr.